Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (330 mg/dl) while at school. Customer was monitored by school nurse and given a correction bolus via the pump. Bg level improved. System check was performed with tandem technical support and no issues were identified. Customer's father reported that bg levels tend to go in cycles, and tend to rise if customer has stopped activity. Reportedly, customer had been fighting a cold and sinus infection for the past 1.5 weeks and was taking antibiotics. Contact reported that pump settings would be discussed with diabetic nurse going forward.